Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The sales rep reported that during a rotator cuff procedure the pin on the customer's expressew iii without hook that holds the jaw to the gun broke off in the patient. The sales rep stated that the surgeon tried to remove the broken pin but the pin was stuck to the patient's bone. The sales rep stated that the broken piece was left in the patient due to going any further to remove the broken piece would cause more damage. The sales rep reported that the surgeon completed the procedure with an arthrex device with no patient consequences but there was a 15 minute delay. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visually, it was observed that when the ratchet handle was triggered, the actuator pops out of its place indicating the linkage between the jaw lever and the actuator has failed thus preventing intended functionality of the jaw. Additionally, the jaw pin was out of place and protruded out. This is an indication of shear pin failure which is a design feature to ensure that in the event the device is used beyond its intended use (for ex: clamping too much tissue, repetitive twisting etc), the linkage failure will occur within the handle and prevent loose bodies from leaving the device. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint and 2 dissimilar complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).